Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not mount the stent on the delivery system because the stent was kinked. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation found the stent was kinked along the third and fourth drainage holes from the proximal end. No anomalies were identified. The evaluation concluded that the issue was identified during preparation and outside the patient. The stent was most likely kinked due to handling of the device during shipping, storing, unpacking or prepping. Therefore, the most probable root cause classification for the reported failure is handling damage. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not mount the stent on the delivery system because the stent was kinked. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.